Event description:
It was reported the rv lead "malfunctioned" so a new lead was placed for pacing and sensing and the high voltage portion of the lead remained in use. It was further reported that the new pace/sense lead later registered many nst episodes and a high number of short v-v intervals. Lead integrity alert tones triggered. The high voltage lead and pace/sense lead were both capped and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model.